Event description:
Product analysis was completed for the returned lead. Note that portions of the lead including the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Visual analysis of the return portions noted breaks in the quadfilar coil. Scanning electron microscopy was performed on the quadfilar coil break and identified the area as having extensive pitting, which prevented identification of the coil fracture type. Pitting was observed on the coil surface. Another break was found to be mechanically damaged with pitting and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. No additional relevant information was received to date.

Event description:
The explanted products were received for analysis. Product analysis was completed for the explanted generator. No performance or adverse conditions were found with the generator. Review of the device's internal data confirmed that high impedance was observed. Analysis of the explanted lead has not been completed to date. No additional relevant information has been received to date.

Event description:
It was reported through clinic notes that a patient was referred for replacement surgery due to high impedance. It was also stated in the notes that the physician believes that the high impedance may be causing increased seizures back to baseline levels. A full revision surgery was performed. It was stated that prior to surgery, two interrogations and diagnostics were performed resulting in high impedance. The generator was tested with the test resistor and results showed 4038 ohms, which was in the expected range. Another diagnostic was performed showing high impedance (>=10,000 ohms) with the device reconnected to the lead. The surgeon then proceeded with a full revision. The implant card was received indicating that the generator replacement was replaced prophylactically. No devices were received to date. No further relevant information has been received to date.